Manufacturer narrative:
Date of event - unknown. Returned device displayed reported condition. Decision was made to recall based on a supplier manufacturing issue that was determined as part of internal investigation. (B)(4).

Event description:
It was reported that patient underwent a shoulder arthroplasty procedure utilizing a stem inserter on an unknown date. During the procedure, the inserter would not disengage from the stem and the stem had to be removed. The procedure was completed by reinserting the stem with the same inserter; however, the inserter was not engaged. There was no injury to the patient or significant delay to the procedure as a result.